Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of a "upstream occlusion" alarm was identified in the event history log. Any patient injury or medical intervention is unknown since this item was found during evaluation of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "upstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The ultrasonic sensor, ultrasonic pusher, and processor printed circuit board were replaced.